Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected nt-probnp ii (ntbnp ii) result was obtained when processing a non-vitros mas cardio-immune quality control (qc) fluid lot 2602 on a vitros xt 7600 integrated system. Mas qc level 1 result of 204.8 pg/ml vs expected result of 292.2 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ntbnp ii result was obtained when processing non-patient fluid. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 608692.

Manufacturer narrative:
The investigation has determined that a lower than expected nt-probnp ii (ntbnp ii) result was obtained when processing a non-vitros mas cardio-immune quality control (qc) fluid lot 2602 on a vitros xt 7600 integrated system. The assignable cause of the event is determined to be an instrument related issue. A qc review prior to the event indicated within-laboratory precision issues with the customer's level 1 qc fluid when using vitros ntbnp ii lot 0395. Additionally, on the date of the event, the following condition code was obtained on the vitros xt 7600 system around the time of the event: mj7-201 -final well wash heater - high. The vitros ntbnp ii assay is sensitive to the well wash temperature. Following weekly maintenance and a system reboot of the vitros xt 7600 system performed by the customer, the mas qc results returned to expectations for vitros ntbnp ii using both a fresh reagent pack as well as the initial reagent pack in question.